Event description:
It was reported that the patient's right atrial (ra) lead had low impedance. The lead will be explanted in three months, however, it is still in use. No patient complications have been reported as a result of this event. (B)(6) 2016: it was further reported that the patient's right ventricular (rv) lead exhibited low lead impedance and was capped. As well, the patient's right atrial (ra) lead was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.